Manufacturer narrative:
(B)(4).

Event description:
During implant of a trial no stimulation was achieved although a max of 10 v had been reached. All impedances were out of range. Another ens was used, impedances were again measured, and (B)(4). The leads were removed from the snap lid, cleaned and then retested. Again all but (B)(4); however, they were not all the same as on the previous test. A third ens was then tested, again all read out of range. The leads were tested in a jug of normal saline and all contact readings came up as xxx. Again they were tested and the same reading was again obtained. At this point the physician abandoned the procedure and the leads were removed.